Manufacturer narrative:
The customer reported that the main lighting from the system was dark. The company service representative examined the system and was able to replicate the reported event. The company service representative replaced the tabletop illuminator module to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on june 30, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming tabletop illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp is dark. Additional information has been requested.